Event description:
Needle came away from suture while closing the vaginal vault following hysterectomy. The pt had to have a laparotomy to attempt to locate needle. An image intensifier was used to assist with locating the needle. The needle could not be located and remains in-situ.